Event description:
The pt received his scs system, including an ipg, on (B)(6) 2009. It was reported that the pt stopped feeling stimulation approximately (B)(6) ago. He claimed that stimulation stopped when he passed by an alarm system. He stated this is the first time he has tried to communicate with the ipg via the charger or programmer. A new charging system was unable to resolve the issue. The physician plans to explant and replace the pt's ipg; however, a surgery date is currently undetermined. No further information is available at this time.

Manufacturer narrative:
This ipg serial number is included in (B)(4). Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.